Event description:
The patient presented to the clinic, the device was found to be in back-up mode. It was found that patient has underwent a magnetic resonance imaging (MRI), and the device had not been programmed to MRI settings, as recommended. Technical support was contacted and recommended reprogramming to resolved the event. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.